Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor failed to display glucose values on the ilet, despite guidance to toggle g6/g7 settings and reenter the pairing code; subsequent attempts to reconnect were unsuccessful, the original sensor was reportedly over a week old, a replacement was attempted, and the user later switched to a different cgm brand before a new sensor was ultimately connected, indicating the pairing issue was limited to the ilet connection process. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education on cgm pairing and device settings. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet without evidence of device malfunction or clinical impact. It was concluded, based on previously established findings for similar reports, that the cause was user setup or connectivity issues rather than a device failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.